Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:46:53. During night drain cycle three, the patient's ultrafiltration reading was 2016ml, indicating the home patient (hp) drained 2016ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies. If additional relevant information is received, a follow-up will be sent.